Event description:
Teeth cracking [tooth fracture]. Hurt teeth [toothache]. Case description; the following report was received from a regulatory authority (food and drug administration) on 29-jan 2021: the consumer, unspecified age and gender, submitted a report via an internet rating/review site on (B)(6) 2020 that he/she used arc whitening systems strips+ light whitestrip 3d white no flavor-scent 8ct, beginning on an unspecified dale, and experienced teeth cracking, teeth chipping, and hurt teeth. The consumer took a break from the product and tried it, again experienced cracking and chipping. Treatment details: unknown. Concomitant product(s): none reported. Relevant history: none reported. Event outcome: teeth cracking, chipping - not recovered, teeth hurt - not recovered. The case outcome was not recovered. No further lnfo was provided.